Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). No delay in surgery. No medical intervention required. Incident occurred prior to catheter zero and insertion. Per (B)(4) rev 06 camino 110-4 series catheter kits-risk analysis spreadsheet (ras) hazard 12.17 - does not measure intracranial pressure accurately: a) user incorrectly implants catheter. B) user damages catheter during insertion. Effect (harm): delay in patient treatment. Residual risk: minor. The hazards identified have been reduced as far as possible, and the residual risk for these hazards is mainly associated with improper use of device. The device's IFU states precautions in order to use the device. Further investigation to be carried out.

Event description:
Nt821731c - camino bolt placement resulted in pieces broken/malfunctioned.